Event description:
Major pump unit(s) involved: device thrombosisspecific component(s) involved: other component malfunction, specify

Event description:
Major pump unit(s) involved: device thrombosisadditional text: original device explanted and visable thrombus seenspecific component(s) involved: other component malfunction, specifyadditional text:other component: device thrombuscausative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): replacement of pumpother intervention :implant device type: lvadmalfunction device type: